Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra): a total of 245 patients treated with arch were identified in the phd between october 1, 2017, and november 30, 2023. The cohort sex distribution was 62% male and 38% female. The mean (sd) age was 63 (12) years. There was a minimum 12-month follow-up period. Reported complication as per ICD 10 categorization experienced by the following with corresponding intervention: reoperations: 1 patient had cervicalgia and underwent reoperation within 0-90 days following the index procedure. 1 patient had infection and underwent reoperation within 0-90 days following the index procedure. Revisions: 3 patients had myelopathy and underwent revisions within 0-730 days following the index procedure. 1 patient had dural tear and underwent revisions within 0-730 days following the index procedure. 1 patient had radiculopathy and underwent revisions within 0-730 days following the index procedure. This is for depuy synthes arch laminoplasty system.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (catalog). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.